Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: the stent delivery system was returned for analysis. There were no issues noted with the profile of the tip. A visual and microscopic examination found that a stent struts on the most distal row were raised and misaligned. This type of damage is consistent with the stent meeting resistance during the advancement of the device. There were no issues noted with the profile of the balloon. The balloon wings were tightly wrapped, evenly folded and the balloon was not subjected to positive pressure. There were no issues noted with the devices inner and markerbands. A visual and tactile examination of the shaft polymer extrusion profile found no kinks or damage along its length. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 19-oct-2015. It was reported that crossing difficulties were encountered. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified mid left circumflex (lcx) artery. After crossing a non-bsc guide wire, the lesion was pre-dilated using a 2.0x15 non-bsc balloon catheter. Subsequently, a 24 x 2.50 promus premier¿ drug-eluting stent was advanced but failed to cross the target lesion. The device was removed and pre-dilatation was performed again, but the device could still not cross the lesion. The procedure was completed with a drug eluting balloon. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed distal stent damage.